Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the membrane noted to be completely folded. Blood was noted on the exterior of the iab and within the inner lumen. The sheath used with the iab (as indicated on the returned datasheet) was not returned for evaluation. The catheter o.d. Was measured and found to be within datascope's mfg specifications. The folded membrane appeared normal under room light and polarized light. As a test, a vacuum was drawn on the folded membrane using a laboratory 60 cc. Syringe and one-way valve. With the vacuum maintained, it was not possible to pass the folded membrane through a laboratory 11.5 french, 11 inch sheath due to the kink within the inner lumen. Probable cause of difficulty: no defect was found in the balloon's folded membrane or in the iab catheter other than the kink in the inner lumen. Having the opportunity to examine the original sheath used with the iab may have provided some add'l insight into the encountered problem. In general, difficulty advancing the iab into the sheath may be attributed to one or more of the following: the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath.

Event description:
The doctor was unable to advance the 10.5 50 cc iab through the sheath. A 9.5 40 cc iab was inserted without any problems. (Event complications: none from the event - reported 9/19/97.) (Pt's current status: fine - rpt'd 9/18/97.)